Manufacturer narrative:
We are awaiting the return of the complaint device in order to complete our investigation. An attempt has been made to obtain the device from the customer and also to obtain further info but so far we have had no success.

Event description:
A hosp reported that an mr850 respiratory humidifier was overheating during operation. They state that the unit was displaying 44 degrees c while being used with the rt329 infant breathing circuit. No pt consequence was reported.